Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 101 mg/dl and 41 mg/dl. The patient felt sweaty and shaky at the time of the event and was treated by his wife with juice and a sandwich. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.